Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: b5, d5, e1 (event site name), d4(version , catalog, UDI), g2, h6(clinical code, impact codes). Additional information: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the installation replaced the solenoid drive pcb to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and cleared for clinical service.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure codes #50,54,58. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure codes #50,54,58.